Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 1.7, 2.7 and 2.2. Therapeutic range: 2.5 - 3.5. The time between testing was approximately two (2) minutes between each test. Reportedly, there were multiple finger sticks performed on the same finger and the finger was touched to the sample well. These are considered to be improper techniques when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: as of 08/21/2015, the device was not returned. The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Although, improper techniques were identified in the complaint when performing the inratio tests, a root cause cannot be determined with the information provided by the customer. This issue will continue to be monitored and tracked.